Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer stated the doctors first changed the insulin because they believed the insulin was at fault. The customer then stated that she ran a bolus but insulin did not exit. Subsequently, the doctors now believe the insulin pump needs to be replaced. Nothing further was reported.